Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had an advance sling implanted, the date of implant was not provided. The physician indicated that the patient did improve with the advance, but his incontinence had worsened over time. The patient had another continence device implanted on (B)(6) 2013. No further patient complications were reported in relation to this event.